Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16354.

Event description:
Philips received a complaint by the customer on the v60, indicating that the devices display is black with no display. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Discussed the difference of 1st gen liquid crystal display (lcd) vs 2nd gen. Provided parts ID for the 2nd gen user interface (ui) assembly and the 2nd gen lcd as needed. Advised customer that software 2.10 or higher will be required if not already installed.

Manufacturer narrative:
H10: the repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, user interface (ui) assembly, aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. H11:updated contact information, contact office entity, and manufacturing site.